Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix stent graft system on (B)(6) 2019. Routine follow-up computed tomography performed on (B)(6) 2023, identified sac expansion (size of growth not reported) and possible neck dilation. Reintervention has not yet been planned. After the initial report, additional information was provided reporting that the patient was sent to cleveland clinic and it is unknown if treatment was performed.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the 22mm aneurysm enlargement complaint is confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms for this complaint were identified. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix stent graft system on (B)(6) 2019. Routine follow-up computed tomography performed on (B)(6) 2023, identified sac expansion (size of growth not reported) and possible neck dilation. Reintervention has not yet been planned. The patient is being monitored.